Event description:
It was reported the patient's blood glucose level rose to 405 mg/dl while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (leg) while playing sports, causing the cannula to dislodge and the cannula appeared bent. As treatment, a manual injection of 2 units was given using an insulin pen was given and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.